Event description:
According to the literature, a retrospective study aimed to evaluate perioperative outcomes of inferior vena cava segmental resection in renal cell carcinoma with tumor thrombus. The study included 271 patients undergoing radical nephrectomy from (B)(6) 2020 to (B)(6) 2024. Blood transfusions were noted in 90 patients intraoperatively. There were 63 patients that experienced postoperative complications of all grades, including 8 patients with clavien-dindo grade iii (serious injury) or higher; however, there is no further information to classify the clinical symptoms/severity.

Manufacturer narrative:
Segmental resection of the inferior vena cava is safe and feasible for patients with renal cell carcinoma with tumor thrombus: a large-scale retrospective study from a high-volume center le yu, md, weiliang zhang, md, peichen duan, md, fan zhang, md, shaohui deng, md, ye yan, md, zhou liu, md, yimeng song, phd, guoliang wang, md, hongxian zhang,md, peng hong, md , and shudong zhang, md ann surg oncol (2026) 33:824¿831; doi.org/10.1245/s10434-025-18345-y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.